Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the cuff could not inflate. There is no patient involvement reported and there is no report of serious injury or death associated with this event.